Manufacturer narrative:
Evaluation is in progress, but not yet concluded. During troubleshooting, the user facility's biomedical engineer (biomed) put a different sensor on the perfusion system and it worked.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic level sensor (red) was not detecting anything. When the sensor was turned, the perfusionist got a warning alarm and error message. The device was not changed out, as they did without the sensor for that case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.